Event description:
A trilogy evo ventilator was reported to have had a test failure during service resulting in a failure to calibrate. There was no patient involvement, and no harm or injury reported. A philips field service engineer sent to the customer site to evaluate the device. The test failure was confirmed. The device's 3-way solenoid valve and proportional valves were replaced to address the issue. After repair, the device passed final testing and confirmed to be operating properly.